Manufacturer narrative:
H6: investigation summary : customer returned images of a 0.3ml, 30 gauge, 8mm syringe from lot 1109183. There is a small vertical notch on the surface of the needle shield below the ridged tip. There is no indication that the needle shield has been difficult to remove and cannot be directly tested. A review of the device history record was completed for batch # 1109183 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle shield damage. Root cause for this defect cannot be determined.

Event description:
It was reported bd syringe 0.3ml 30g 8mm 10bag 500 EU had cracked caps which could impact sterility. The following information was provided by the initial reporter: "the cap can¿t be removed and has a crack in it."

Manufacturer narrative:
Date of event: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd syringe 0.3ml 30g 8mm 10bag 500 EU had cracked caps which could impact sterility. The following information was provided by the initial reporter: "the cap can¿t be removed and has a crack in it."